Event description:
It was reported that "no function, error message 41786". There was no patient involvement and no human harm reported.

Manufacturer narrative:
E1. Initial reporter phone#: (B)(6). One device was received in good condition. No physical damage was found on the pump. Functional testing confirmed the complaint. The device alarms and displays lec 41786. The root cause was unknown, and the mainboard will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.